Event description:
The manufacturer received information alleging difficulty breathing; headaches and device noisy related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an alleging device is noisy, headache, difficulty breathing/short of breath related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. The manufacturer inspected the external part of the device and found observed a dark, unknown contaminant on the sd cover flip door and on areas of the top enclosure. A piece of black-like foreign material was observed on the side of the device where the top bottom enclosures meet. The filters were observed to have a dark contaminant on them. The iso port had an unknown contaminant around it. The manufacturer visually inspected the device internally and the manufacturer observed the same dark, unknown contaminant on the inside of the blower box at the location of the filters, on the top enclosure, front panel, rear panel, bottom enclosure, on the iso port, and on the o-ring of the iso port. The blower cap was observed to have a dark, unknown contaminant on the underside of it, where it sits on the blower seal. The dark, unknown contaminant was also present on the blower box and blower seal, and on the inside of the outlet of the blower box, where it connects to the iso port. Evidence of sound abatement foam degradation/breakdown was not observed. The humidifier tubing had a dark appearance to it, and evidence of a dark, unknown contaminant was observed to the cuffs on both ends of the tubing. The investigation of the humidifier was performed, and pil observed a dark, unknown contaminant on the back panel, as well as on the hinges of the flip lid assembly. The water tank was observed to have contaminant consistent with liquid ingress with mineral deposits on it, and some areas of a dark, unknown contaminant attached to it. Inv1023 addresses the issue of liquid ingress. The flip lid and flip lid seal were both observed to have the dark, unknown contaminant on them, and the flip lid seal also had an unknown contaminant on it, that is consistent with mineral deposits. The bottom of the humidifier, as well as the water tank lift tray, had a dark, unknown contaminant on them. The dry box seal had a dark, unknown contaminant, as well as an unknown dust contaminant taminant on it. A reddish-like colored piece of foreign material was observed attached to the dry box seal. The dry box also had the dark, unknown contaminant on it. The heater plate wires were observed to have the dark contaminant attached to them. A piece of hair-like contaminant was observed attached to the back panel. An observation was made that the flip lid iso port had a dark, unknown contaminant inside of it. The bottom cover and around the heater plate were both observed to have the dark contaminant on them as well. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found that the error logs shows the device had 6127.1 blower hours and 6104.8 therapy hours. One error was logged, e-191 (err_als_bist), a continue error. The risk tags (ER 2219697 v20) associated with this mode of failure include: loss03, irrit02, irrit03, infect01, and infect02. The manufacturer concludes there was no evidence of sound abatement foam degradation and also found dark contamination consistent with liquid ingress with mineral deposits on water tank. Corrected information was provided in section d1, d4 and h4. Section h6 were updated in this report.

Manufacturer narrative:
The manufacturer previously reported on this device in MDR 2518422-2022-22517. This report was submitted as a duplicate report of the previously submitted report.